Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's husband called reported a hospitalization due to diabetes ketoacidosis. The current blood glucose reading is 434 mg/dl. Customer has treated. Customer states that her leg hurts and headache. Before hospitalization customer complained of vomiting and the blood glucose reading would not decrease. Nothing further reported.